Manufacturer narrative:
Date received by manufacturer: 26sep2019. Date of report: 27sep2019. It was reported that the customer had asked a service provider for troubleshooting and repair of the reported issue. Multiple attempts were made to obtain information about the service and repair of the device. Attempts for further information were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit has a continuous alarm and cannot be switched off. Battery is still full and device does not respond to anything at all. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.